Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes had discolored/abnormal additive form. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated "the edta sprayed on the internal wall of the tube seems to be discolored."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes had discolored/abnormal additive form. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated, "the edta sprayed on the internal wall of the tube seems to be discolored."